Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered warning for low impedance due to apparent insulation failure. Noise oversensing was noted on high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.